Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 121,290, 401 and 441 mg/dl within a ten minutes timeframe. There was no report of death, serious injury, or mistreatment associated with this event.